Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a surgical graft placement procedure, during haemostasis, at the second clamping, the new aortic suture was allegedly loosened with a massive leakage which required a third one hundred and seventy six minute clamping. It was further reported that the teflon patch allegedly went into the patient's bloodstream. Reportedly, the patient was needed to be reopened and was placed under cardiovascular examinationa along with rapid recovery and close neurological monitoring was done due to the missing piece of teflon. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause for the alleged leak and migration issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 05/2027), (device, method) (result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a surgical graft placement procedure, during haemostasis, at the second clamping, the new aortic suture was allegedly loosened with a massive leakage which required a third one hundred- and seventy-six-minute clamping. It was further reported that the teflon patch allegedly went into the patient's bloodstream. Reportedly, the patient was needed to be reopened and was placed under cardiovascular examination along with rapid recovery and close neurological monitoring was done due to the missing piece of teflon. The current status of the patient is unknown.